Manufacturer narrative:
H11: the device was returned for evaluation. A review of the device log was performed, which revealed the occurrence of a high priority 20198 alarm. A sample analysis was performed which included exterior check, power on test, auto connect, simulated treatment, acid recalibration, pressure integrity, patient line prime detector calibration, and prime detector tests. The device passed all tests and was found to meet specifications related to the reported condition. The condition was not reproduced during the sample analysis. There was no hardware defect or device malfunction found that could have caused or contributed to the reported issue. The pump assembly was replaced as a precaution. A service history review revealed no record of previous service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, it was observed in the log review that the home pd system kaguya had a high priority alarm 20198 alarm. This occurred during an unknown process step of peritoneal dialysis (pd) therapy. It was unknown if the patient was connected or if the door was opened at the time the alarm occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.